Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced multiple events of kinked cannula within last three months. The site of insertion was upper buttocks and thigh for all issues. Patient noticed symptoms within three or more hours of insertion. The infusion set was in use for 12 hours for all issues. High blood glucose was treated by replacing infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.